Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the clinic, preoperative in situ testing for the concerned device was within normal limits, whilst intraoperative testing showed abnormal results. Reportedly, this was considered to be transitory and attributed to the presence of an air pocket, bone dust or a dry stimulator, and the surgery was then concluded. Imaging exams performed intra-op and more information about the surgery have been requested.

Manufacturer narrative:
Conclusion: damage to the active electrode inadvertently caused during implantation surgery was confirmed during device investigation. The problems described in the recipient report seem to match the damages found. This is a final reort.

Event description:
According to the clinic, preoperative in situ testing for the concerned device was within normal limits, whilst intraoperative testing showed abnormal results. Reportedly, this was considered to be transitory and attributed to the presence of an air pocket, bone dust or a dry stimulator, and the surgery was then concluded. The user was bilaterally implanted. The user was re-implanted.

Event description:
According to the clinic, preoperative in situ testing for the concerned device was within normal limits, whilst intraoperative testing showed abnormal results. Reportedly, this was considered to be transitory and attributed to the presence of an air pocket, bone dust or a dry stimulator, and the surgery was then concluded. The user was bilaterally implanted. Re-implantation has been recommended.

Manufacturer narrative:
Additional information: according to the information received, damage to the active electrode inadvertently caused during implantation surgery seems likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.